Event description:
The article, "electrosurgical leaflet modification to prevent coronary obstruction during transcatheter aortic valve replacement in failing native and bioprosthetic valves", was reviewed. The article presented a prospective, multicenter study on the results of the pivotal telltale trial in high surgical risk participants undergoing transcatheter aortic valve replacement (tavr) for native aortic stenosis or bioprosthetic valve failure at high risk of coronary obstruction. Devices included in the study were carpentier-edwards magna, epic, freestyle, mitroflow, mosaic, trifecta, evolut fx/fx+, navitor, and sapien 3/ultra/resilia. The article concluded that electrosurgical leaflet modification using the telltale system is safe and effective in patients undergoing tavr for native aortic stenosis or bioprosthetic valve failure at high risk of coronary obstruction. [The primary and corresponding author was robert lederman, cardiovascular branch, division of intra- mural research, national heart, lung, and blood institute, national institutes of health, building 10, room 2c713, msc 1538, bethesda, maryland 20892-1538, USA, with corresponding e-mail: lederman@nih.gov]. The time frame of the study was from february 2023 to february 2025. A total of 90 patients were included in the study, of which 23 (25.6%) of patients initially received an abbott device, and 3 (3.3%) of patients undergoing valve-in-valve received an abbott device as a secondary valve. The average age was 79 years and the majority gender was female. Comorbidities included diabetes mellitus, renal disease, pulmonary disease, home oxygen use, cirrhosis, permanent pacemaker, hypertension, coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, myocardial infarction, peripheral artery disease, stroke, transient ischemic attack, and atrial fibrillation (paroxysmal, persistent).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: electrosurgical leaflet modification to prevent coronary obstruction during transcatheter aortic valve replacement in failing native and bioprosthetic valves.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, renal disease, pulmonary disease, home oxygen use, cirrhosis, permanent pacemaker, hypertension, coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, myocardial infarction, peripheral artery disease, stroke, transient ischemic attack, and atrial fibrillation (paroxysmal, persistent). Complications reported included surgical intervention (valve-in-valve), unexpected medical intervention (post-implant balloon valvuloplasty), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: electrosurgical leaflet modification to prevent coronary obstruction during transcatheter aortic valve replacement in failing native and bioprosthetic valves.